Manufacturer narrative:
Further information from the reporter regarding product and manufacturer details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted. Manufacturer of the device is unknown.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.